Event description:
Boston scientific received information that, during pre-implant testing, this right ventricular (rv) lead displayed high out of range (oor) pacing impedance measurements and high pacing threshold measurements. The pacing impedance measurements had gradually been increasing since implant. An x-ray was previously performed, and no anomalies were observed. The decision was made to leave this rv lead implanted with high oor pacing impedance measurements. All other measurements were stable and within range. There were no adverse patient effects reported. There were no allegations against the associated devices.

Manufacturer narrative:
This rv lead remains implanted. At this time, there is no additional information. Should additional information become available, this report will be updated.